Event description:
As reported: "variax 2 t10 locking screws were not engaging with the distal cluster holes in the anatomic fibula plates. 4 screws in a row. It happened while trying to lock the screws to the plate. Prolongation of the case due to inserting, not engaging, removing, drilling again, measuring again and implanting a shorter locking screw to only have it not engage again."

Manufacturer narrative:
The reported event that the locking screw variax2 t10, full thread, 3.5mm / l16mm was alleged of 'implant - insertion impaired' could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A potential non-conformity report was initiated to address similar events in the past. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Considering the information given and based on the above investigations a root cause of the reported event could not be determined. If any further substantial information is provided, the investigation report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "variax 2 t10 locking screws were not engaging with the distal cluster holes in the anatomic fibula plates. 4 screws in a row. It happened while trying to lock the screws to the plate. Prolongation of the case due to inserting, not engaging, removing, drilling again, measuring again and implanting a shorter locking screw to only have it not engage again."